Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative 60mm ¿ 3.5mm loading unit and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The surgeon pressed the green button and squeezed the handle, but the device did not fire. A new handle was used but the same issue occurred. To complete the procedure, another loading unit was used. No patient injury or extension in surgical time. Another manufacturer's reinforcement material was used in conjunction with the stapling devices.